Event description:
A tandem mobi cartridge alarm was reported by the customer, occurring three times within a week during the pumping process. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating no adverse impact. As a corrective measure, the customer contacted technical support, which confirmed the cartridge alarm and decided to replace the pump. Instructions were provided for returning the problematic pump, and a replacement pump was sent to the customer.